Event description:
Voluntary medwatch received states that a patient was presented with weakness and hypotension. It was noted that the right atrial lead exhibited low pacing impedance, unspecified over-sensing, under-sensing issues and was found to be dislodged. No intervention was performed. Patient status was not reported.